Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported low blood glucose. The blood glucose reading was not reported. The customer stated that he had been treated by paramedics. The customer stated that the combination of the basal rate and over delivering for food could lead to the event. No further info was provided.